Manufacturer narrative:
Concomitant medial products: 429888 lead implanted: (B)(6) 2015, dtba1q1 lead implanted: (B)(6)2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead warning triggered due to non-sustained tachycardia and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.